Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer reported filling cartridges with cold insulin. Customer was instructed to use fill cartridges with room temperature per the user guide. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.